Event description:
Faulty sensors. When the catheter was connected to the cable, the sensor did not function. Troubleshooting was unsuccessful, the catheter was removed, and a new catheter was used. No issue with the new catheter. No injury to the patient.